Event description:
This is the first of two reports (similar product problem, same product ID, different serial numbers, different patients). The output from the handpiece tip does not output full power. The issue was occurred during surgery, while performing a functional check on the cusa machine for a craniotomy for brain tumor procedure. The handpiece was connected to the cusa machine and the parameters were within specification. The handpiece output at the tip drops when pressure was applied in running mode. The output power was approximately 10% less. There was no patient contact or injury. A second hand piece was used to complete the surgical case. There was a one hour increase in surgery time. There was no harm to the patient due to the one hour increase in surgery time. .

Manufacturer narrative:
Integra completed its internal investigation 09/08/2015. The investigation included: method: DHR review; review of complaint management database for similar complaints. Visual examination. Results: DHR review was completed for cusa excel handpiece serial number (B)(4). Date of manufacture: feb-2011. No non-conformance report was raised during the manufacturing process for this handpiece. Test records for cusa excel handpiece serial number (B)(4) were reviewed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification, prior to the cusa excel handpiece been released. Based on previous customer complaints, it can be concluded that complaint incident is a failure of the cusa excel handpiece to perform tissue ablation capabilities, thus an ultrasonic output issue. A minimum of 12 months review was completed using the following key words ¿ultrasonic output issue¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 28-june-2014 to 17-aug-2015. The search identified that (B)(4) complaints are possible links to complaint failure. A CAPA has been created to collate, investigate and correct failures encountered with c2602 devices related to transducer issues. Reported failure was confirmed. During investigation, it was observed that the transducer was out of specifications. The quiescent power was over 30w which was out of normal range of =30w. As part of the repair, faulty transducer, handpiece housing and o-rings will be replaced, and the handpiece will be calibrated and tested within specification prior to being returned to customer. Conclusion: the failure analysis investigation has concluded the cause of the handpiece tip output failure was due to a faulty transducer which was out of specifications.